Manufacturer narrative:
This report has been identified as b. Braun (B)(4)internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If the device will send in for investigation and a technical investigation report is available, a follow-up will created note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "no infusion." Customer information: during the administration of medication to the patient on the shift of july 22 around 18 o´clock, infusion pump is programmed to administer tazocin 4.5 gr diluted in 100 cc of ssn 0.9% for infusion of 3 hours being programmed to 33.3 cc / h. However, the team recognized an alarm before time indicating that it ends infusion. But they saw the bag with the same volume having spent about an hour since the start of the drug. For this reason it is necessary to change the infusion pump.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.